Manufacturer narrative:
Investigation: per the customer, a replacement volume of 250 ml was used. According to therapeutic apheresis: a physician's handbook, transfusion reactions occur during therapeutic procedures with a frequency of 1.6%. The number of complications and rate of complications were significantly greater in patients receiving plasma as the replacement fluid rather than 3/3% albumin. The patient was stable after 30 of recovery and the tpe procedure was resumed without further incident. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the customer confirmed that the patient developed an allergy to the fresh frozen plasma used as a replacement fluid. The patient fully recovered after receiving IV benadryl and oral tylenol.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure, a patient with thrombotic thrombocytopenic purpura (ttp) had a reaction to the fresh frozen plasma(ffp). The procedure was paused and the patient was given IV benadryl and oral tylenol per the physician at the customer site. Within 30 minutes the patient recovered and the procedure was restarted per physician instruction. Per the customer, the patient is in stable condition. The customer declined to provide patient ID. The tpe set is not available for return because it was discarded by the customer.